Manufacturer narrative:
Calibration and patient log data have been analyzed. They confirm that it is likely that the reported abnormal results were due to a clot in the el/met chamber.

Event description:
According to the complaint, the ICU department alerted the laboratory that the abl825 had given an abnormally high glucose result, which did not match repeat result on glucometer. On investigation more high glucose and calcium results were found during the same time period and a clot was removed from the el/met chamber on ca, suspect it had moved through the chamber causing the abnormal results, however during this time the analyzer status was green. There had been prior calibration drift but repeat calibration had passed: (B)(6).